Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a patient was lying in bed and the foley catheter fell out. A nurse went into the room and the foley was out of the patient with the balloon fully inflated. Shortly before the nurse saw the foley out of the patient, stents were removed by a medical doctor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a patient was lying in bed and the foley catheter fell out. A nurse went into the room and the foley was out of the patient with the balloon fully inflated. Shortly before the nurse saw the foley out of the patient, stents were removed by a medical doctor.